Event description:
Cataracts removed and replaced with resume/restore multifocal lens. Was not advised of problems -ghosting terrible- am told nothing can be done and this is to be expected. Have ghosting, halos, glare and actual seeing lens in the eye at different times. Worse eye sight. Told would be able to read without glasses near and far, but still need both. Extremely frustrated, if only I have been advised I would have not wasted my hard earned monies!!!!! Dates of use: 2007. Diagnosis or reason: cataracts.